Manufacturer narrative:
The associated device was returned for evaluation. Visual assessment noted that the device shows signs of repeated use. Inspection of the device confirmed that the weld is separating at the head of the mallet. This issue has been submitted for risk assessment in order to determine if any additional actions are needed. No further actions are being taken at this time.

Manufacturer narrative:
(B)(4).customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported the surgeon was using the hammer when it cracked and yellow powder leaked out. Instrument failed.